Event description:
The drill bit tip broke while drilling the screw hole. The tip was recovered and discarded. No further information was provided. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Patient initials also provided: (B)(6). Patient age at time of event reported as (B)(6). Device history record review: orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u181812 for purchase order (B)(4). The supplier¿s certificate of compliance (dated (B)(4) 2013 for 2 receipts of this lot), indicates the parts met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet there were no mrr¿s, ncr¿s, or complaint related issues with this complaint. P/n 310.25 is made from drawing, (B)(4), released on (B)(4) 2012. Placeholder.